Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter, a steam pop occurred during cavotricuspid isthmus (cti)ablation. It was noted that multiple radiofrequency (rf) stacked lesions were delivered due to a thick isthmus. There were no patient symptoms or complications associated with this event, and no medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. No impact to the procedure was reported. No further patient complications have been reported as a result of this event. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 sphere catheter was returned and analyzed. During external visual inspection, the sphere 9 catheter was found to be intact, have no defects, and no nonconformities. The cirris tester e-114 sn(B)(6) was used to perform the shorts and mapping tests and both showed passing results. The zaxis tester e-106 sn(B)(6) was used to preform a occlusion test, failing results were observed. The pressure loss was 13.77. Its worthy to note the sphere 9 catheter previously had saline in it when it was used by a customer. The test capital system was used to perform a simulation test which concluded that pulse field, radiofrequency, and mapping were normal. In conclusion, the reported steam pop could not be confirmed through analysis. The sphere catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.